Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. It was reported that an error occurred in relation to communication between the imaging system and external systems. Upon arrival, the imaging system was able to start the application software and proceed to the patient screen. 3d and 2d image acquisition testing passed. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that, while in a procedure, the imaging system was unable to perform a 3d image acquisition. The surgeon opted to complete the procedure without the use of the imaging system. There was a reported delay to the procedure of more than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The logs for the imaging system were evaluated by medtronic personnel. It was reported that there were 7 unsuccessful attempts to perform a perform a 3d image acquisition. It was noted that the acquisitions were interrupted by the user releasing the pedal/hand-switch. It is suspected that there was a hardware issue or the user did not operate the imaging system properly. However, confirmation of either issue could not have been provided. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: location of aro: (B)(6). Number of persons exposed: 1. Number of persons adversely affected: 0. Actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.